Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 40 mg/dl, 32 mg/dl, 54 mg/dl, opened new bottle of strips, same lot, and had retest result of 182 mg/dl. All results within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.